Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and multi axial screw (mas), consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misalignment of the mas head and set screws, resulting in the foregoing event.

Event description:
It was reported that the patient underwent a spinal procedure at t11-l1 to implant posterior fixation system. The set screw could not be broken off at right t11. It was replaced with a new one and the new set screw still could not be broken off. The pedicle screw finally was replaced and the procedure was completed without other complications.